Event description:
It was reported that a farawave 31 mm during procedure to treat a paroxysmal atrial fibrillation presented a guidewire stuck and the procedure was canceled. The physician followed all equipment preparation and handling instructions. The physician ablated the left superior pulmonary vein (lspv), left inferior pulmonary vein (lipv), and right inferior pulmonary vein (ripv) veins, then attempted to cannulate the rspv vein using the merit medical inqwire guidewire. However, the guidewire became completely stuck, and the physician described the inability to advance or retract the guidewire even with very high force. The first catheter was replaced with a farawave from a different lot. The physician had ablated all four pulmonary veins. When she attempted to verify proper electrical isolation using the exit block, the guidewire could not be withdrawn from the second catheter. The physician refused to use a third catheter due to the risk of stroke and air embolism. We were therefore unable to complete the procedure according to the recommendations (verification using the exit block). No patient complications reported, both catheters are expected to be returned.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.